Event description:
A surgeon reported a pt who presented with halos, decreased contrast sensitivity, and dissatisfaction with the outcome, following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who indicated the lens was exchanged for a different model iol. Per the surgeon, the pt had also reported that her mesopic vision was reduced.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).